Event description:
Customer's mother reported that the insulin pump returned a motor error alarm during rewind. Caller also reported that the insulin pump returned an additional error alarm. Blood glucose level was 325 mg/dl at the time of the call. Customer was treated with a manual injection. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor gearbox jammed. Motor error alarm and reset setting anomaly were not verified due to the alarm. The device had minor scratched display window, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker.